Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had charging issue and no green led. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e1(initial reporter, event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 additional information: due to characterization limit e1 (initial reporter: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the reported issue and was able to isolate the problem to a blown 30 amp fuse in the power supply. To remediate the issue, the fse replaced the 30 amp fuse that was provided by the customer. Once repaired, the unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.